Event description:
It was reported the connecting tube cannot be connected to the channel connector in the reprocessing basin. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d8, d9, h3, h6. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation and the information provided, it is likely that the event occurred due to external stress was applied to the lock lever of the connecting tube, which broke the lever and prevented the tube from being connected. The external stress may have been caused by the user applied force in the wrong direction. However, the definitive root cause could not be determined. The event can be detected by following the instructions for use which state: 9 preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.